Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating the reported issue occurred on october 6, 2022, during inspection of the facility. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the front panels leds of the visera pro video system center flashed but could not turn on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the screen flashing and not turning on could not be determined as the issue was not reproduced after turned the power on/off 100 times and aged for more than 6 hours. Olympus will continue to monitor field performance for this device.